Event description:
It was reported that the patient was not able to adjust stimulation. The programmer displayed a power-on-reset (por) condition. The message was seen last sunday. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va04buy, implanted: (B)(6) 2012, product type lead. (B)(4)